Event description:
Asr revision to take place on (B)(6) 2011.asr xl - left hip.reason for revision - pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6) 2011, asr xl - left hip, reason for revision - pain . Update - added stem details taken from claimsuite dated (B)(6) 2015. Recieved the correct stem lot number - 1763094. Update 27 may 2015 - scf received corrected implant and revision dates, added reason for revision - noise and alval. (Jb 28 may 2015).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).